Event description:
It was reported that during a lead revision, after the new competitive lead was implanted and connected to the ICD, high, out of range high voltage and pacing lead impedances were observed. The device was explanted and replaced. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported impedance anomaly was confirmed in the laboratory via review of the programmer printouts. The device was tested on the bench and it was found the impedance anomaly was being caused by an internal signal anomaly. However, during analysis the internal signal anomaly was lost and could not be recaptured. The root cause of the impedance and internal signal anomaly could not be determined.